Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient suffered a broken screw post operatively and required a revision procedure. The patient was originally treated for a hip fracture. The original procedure was performed (B)(6) 2012. During a routine follow up appointment on an unknown date, x-rays were taken and it appeared that the patient was healing properly post operatively. It was reported that shortly after on unknown date; the patient began to experience pain and could not bear weight. The surgeon later took x-rays which revealed the broken screw. The patient was scheduled for a hardware removal and total hip replacement on (B)(6) 2014. This is report 1 of 1 for complaint# (B)(4).